Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms and battery failed alarm. Customer was able to clear the alarm but did not receive request to rewind. Insulin pump passed self test. Customer did not receive battery failed alarm during troubleshooting. The customer blood glucose level was 34 mg/dl. The insulin pump will not be returned for analysis.